Event description:
The customer reported that the guidewire of the spider fx filter wrapped around the nosecone during advancement of a turbohawk device over wire, through a tortuous section of an artery. During retrieval, the spider fx and turbohawk were caught together and the force of walking back the catheter, caused the wire to rip through the guidewire lumen from the proximal end of nosecone by the cutter window. The devices were removed together. We opened a hawk one and another spider fx filter in order to complete the case. No injury occurred to patient. Evaluation of the spiderfx was completed march 18th, 2016. The returned spider fx showed a ¿pigtail¿ type bending and the ptfe coating at the location of the bend showed areas where the ptfe was worn away. The instructions for use for the spider fx includes the following: ¿never withdraw or move an intravascular device against any resistance until the cause is determined. Advancing with such resistance may lead to embolization of debris, and vessel and/or device damage.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.